Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the rca. The orsiro stent dislodged when taking out the transportation wire.

Manufacturer narrative:
Combination product: yes 14-sep-2022 lot number is wrong on this report. Closing this report and opened MDR-1028232-2022-04744 with the correct lot number.